Manufacturer narrative:
The lens was returned in the lens case with the haptics folded typical of being loaded into a cartridge. Solution is dried on the lens. Both haptics are folded over and adhered to the anterior surface of the optic by solution. The gusset area of one of the haptics is crushed over a post in the lens case from being positioned incorrectly for return. A dimensional inspection could not be conducted due to extensive damage. The cartridge was not returned for evaluation. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint of lens stuck in the cartridge. Qualified associated products were indicated. A dimensional inspection could not be conducted due to extensive damage. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was stuck in cartridge. Additional information has been received that procedure completed same day.